Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00829551 case subject: npi 8015 error 600.6875 account name: sutter roseville medical center account #: 1651100 asset name: 8015 pcu dom v9.33.1.2 a/b/g asset location: contact: alvaro tapia contact email: tapiaa3@sutterhealth.org contact phone: 916-628 7049 contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has a 8015 unit giving him a 600.6875 error. Sn: (B)(4) failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: I let biomed know that since this is a 8015 small screen it has hit end of life. Unit was just upgraded to the wireless abgn network card. Recommended to switch the network card from a known good unit. After putting in a good known nic card, the unit worked as intended. Recommended to replace the abgn card. Biomed will order new wireless card. (B)(4).